Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 had failed. A field service engineer worked remotely and over the phone with the customer to assess the issue. The engineer checked drawer 4.1 and found that its position was not being detected, and no pockets were visible. To resolve the issue, the fse collaborated with another field service engineer to replace the control board for main drawer 4.1 as well as the position sensor. The main controller for drawer 4.1 was replaced, and diagnostics were run to verify functionality. The system functioned as intended after the field service engineer repaired the device.